Manufacturer narrative:
(B)(4). User shut down the device repeatedly during this patient use event. There were 7 analysis periods total for this patient use event and the device correctly analyzed and gave the "shock advised" notification to the user. Shocks were delivered 6 times and on the 7th analysis time period, the device appropriately gave a "no shock advised" notification to the user and no shock was delivered.

Event description:
During deployment, the user stated that the device powered off by itself. Patient outcome is unk.